Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent, a suprarenal aortic extension, and a limb extension on (B)(6) 2016. Upon follow up computed tomography (CT) showed a type 3a endoleak. The physician elected to implant a infrarenal aortic extension to seal the endoleak. The patient is in stable condition.